Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient faced an event where a introducer needle was difficult to remove on (B)(6) 2024. The insertion of site was the abdomen. Infusion set was inserted in the body for 2 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.